Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient experienced atrial fibrillation with rapid ventricular response. The patient did not have a previous history of atrial fibrillation. The patient was given an antiarrhythmic bolus and an IV drip. The patient did not experience any presyncope, syncope, oliguria, or flow changes in association to the event. Additionally, on (B)(6) 2022, the patient was started on IV antibiotics for increasing white blood cell count and oxygen requirements. An x-ray of the patient did show visible lung opacities with suspect to aspiration pneumonia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. Additionally, a specific cause for the patient¿s infection could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25oct2021. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. C are currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. Additionally, although the patient¿s infection was not device related, the IFU lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.